Event description:
The customer reported to olympus, the ultrasound gastrovideoscope had insufflation failure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a clog in the nozzle and air/water (a/w) tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the malfunction reported in b5, the following was discovered; the up/down knob could not be locked securely due to wear of forceps elevator, the switch box was deformed, the plug unit was deformed, no water was fed due to clogging of nozzle, no air was fed due to clogging of air/water tube, the objective lens had a scratch, the adhesive around light guide lens had a chip, the adhesive on the bending section cover had a crack, the adhesive on the bending section cover had a discolored area, the connecting tube had a buckling, the insertion section was too soft due to damage on connecting tube, the play of up/down knob was out of the standard value due to wear of angle wire, the play of right /left knob was out of the standard value due to wear of angle wire, the bending angle in up direction did not meet the standard value due to wear of angle wire, the bending angle in down direction did not meet the standard value due to wear of angle wire, bending angle in right direction did not meet the standard value due to wear of angle wire, bending angle in left direction did not meet the standard value due to wear of angle wire, the universal cord had buckling, and the universal cord was deformed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was evaluated and the customer's allegation was confirmed. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for the remaining foreign material in the nozzle could not be established. The event can be detected and prevented by handling the device in accordance with the instructions for use: chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope (and related reprocessing accessories). Chapter 6 reprocessing the accessories. Olympus will continue to monitor field performance for this device.